Event description:
Affiliate reports that the device would not reprogram after implantation and needed to be replaced.

Manufacturer narrative:
Upon completion of the investigation it has been noted that this complaint has been confirmed. The valve was on position 80mm h2o when returned. The valve was tested for programming: the valve failed to reprogram. Therefore, the valve was irrigated with purified water and it was retested for programming: the valve failed again to reprogram. The customer requested a pressure test to be performed. But since the valve could not reprogram, it was not possible to perform the pressure test. Nevertheless, the pressure was measured for position 80mmh2o: over-drainage was noted on the manometer. The valve was examined under microscope at appropriate magnification and it was dismantled: biological debris was noted on the pressure and programming control mechanism. A gap caused by biological debris was noted between the ruby ball and its seat, which would explain the important over-drainage noted on the manometer. Biological debris noted on the programming control mechanism stuck the cam to the base plate and to the spring. Review of the history device records confirmed the valve conformed to the specifications and passed all programming and pressure tests when released to stock in march 2004. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and/or similar complaints. At the present time this complaint is considered to be closed.